Event description:
Customer reported getting unspecified error codes related to the data acquisition board, adc or dac failure. The customer reported that the device was not in clinical use at the time the issue was discovered.